Manufacturer narrative:
The electrode remains implanted pending a repositioning procedure. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented for a follow-up. Evaluation of the system showed the distal portion of the electrode appeared to have moved. A chest x-ray was performed, confirming the electrode displacement. The patient was released to home pending authorization for the electrode to be repositioned. No adverse patient effects were reported.